Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent an ipg explant procedure. The explanted ipg was not returned due to hospital policy.